Event description:
Customer alleged that advantage blood glucose test strips were labeled with an expiration date of 04/30/2007. The strips were manufactured in 2000; the batch records are no longer available. Any test strips manufactured in 2000 would expire in 2001 or 2002, depending upon the month of manufacture. It is noted that the customer was attempting to use the strips after the alleged expiration date of 04/30/2007. Product labeling instructs the customer to check the expiration date of the test strips each time a test is performed. No serious adverse event was reported in connection with the alleged malfunction. Return of the suspect product was requested; replacement product was sent.